Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl. Cause was not known. Customer administered a manual insulin injection to address elevated blood glucose. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified while based on the analysis, the alleged high bg issue could not be verified.